Manufacturer narrative:
Findings: cracked reservoir tube lip, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. No button error alarms noted. Alarmed during prime alarm test and motor error alarmed during basic occlusion test due to loose/protruded drive support disk.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 79 mg/dl. Troubleshooting was not performed. The device was returned for analysis.